Event description:
The nail was inserted by the surgeon into the left humerus and on x-ray the nail was noted to not be expanding properly. A second attempt was made by the surgeon to expand the nail at which time the pump that was being used shattered. New items opened and functioned properly. Manufacturer: please note that we do not send products to ther manufacturer, but you may arrange for pick-up by calling my number below.